Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading ranged from 407 mg/dl to 540 mg/dl after bolus. It was reported that insulin leaked out tubing during filling. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is expected to return.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No anomalies noted during testing. Device functioning properly. Device received with minor scratched lcd window, cracked retainer and scratched case.